Manufacturer narrative:
The final device was not evaluated and the issue was not confirmed as the customer did not make the device available for inspection.

Event description:
This report summarizes 18 malfunction events, where it was reported there was accessible ac current. There was no patient involvement.

Manufacturer narrative:
This MDR is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 17 devices were evaluated in the field and the issue was confirmed; 9 devices had broken/damaged components, 1 device had a stripped component, and 7 devices had bent components. The devices were repaired and returned. 1 device is pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 18 </noe> malfunction events, where it was reported there was accessible ac current. There was no patient involvement.